Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported needle to cuff miss and guide separation was confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported difficult to close could not be confirmed due to components not returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device, the reported needle to cuff miss and guide separation appear to be related to the operational context of the procedure. It is likely that an interaction with calcified patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Challenging anatomy, excess downward force, or aggressive downward or torsional pressure during removal of the device likely contributed to the guide break. A separated guide likely contributed to the subsequent device entrapment. Additionally, the investigation determined that the reported inability to close the foot appears to be related to a potential product quality issue due to absence of glue in the internal component (sled). The absence of glue in the sled subsequently contributed to the actuator wire slipping or separating from the sled to actuate the actuator wire that deploys and closes the foot. The subsequent treatment appears to be related to circumstances of the procedure. Based on the testing results of the complaint investigation, the difficulty to close the foot appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle after a percutaneous coronary intervention (pci) procedure using a 7f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. When attempting to close the foot of the device (step 4), the lever was closed; however, the foot did not retract. The device became stuck and could not be removed from the vessel. Several attempts were made to resolve the issue; however, the device was still unable to be removed. Manual compression was maintained. It was noted that a portion of the prostyle device had separated. Cut down surgery was performed to remove the device from the patient anatomy. As the patient required surgery to remove the device, there was a reported clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.